Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported: " the oxylog 3000 stopped ventilating during the transfer of a patient, resulting in the patient having to be manually ventilated. Initially there was an audible, then visual alarm with no audible alarm"

Manufacturer narrative:
Reportedly the oxylog 3000 was ventilating for about 10 or 15 minutes when ventilation stopped and optical and acoustical alarm has been generated. On the display the message ¿device failure!!! Sensor s6 out of range¿ was shown. Due to the failure message the ¿pcb sensor¿ of the device was replaced and sent to the manufacturer for investigation. The pcb was intensively tested after receipt, but no malfunction was identified. The ¿pcb sensor¿ was found to work as specified. Therefore it was concluded that most likely the reported behavior was caused by a sporadic failure of one of the so called ¿autozero valves¿. These valves have to close correctly for calibration (setting of the zero-point) of the pressure sensors. Due to wrong setting of the zero-point thereafter the sensor s6 was out of range. This was recognized by the internal monitoring and the reported behavior (stop of ventilation with alarm) was triggered. After short time the device was switched by users into service mode via the ¿alarm silence¿ button. In this case another screen with the error message is shown and the acoustical alarm stops. The device behaved as specified for a deviation of a pressure sensor, stopped ventilation and generated alarm. It is described in the instructions for use that the transport ventilator has to be operated under observation of the user and that an alternative ventilation equipment (e.g. Manual ventilation bag) has to be kept ready for use.

Event description:
Please see initial report.